Manufacturer narrative:
As reported in a research article, one patient died due to infective endocarditis after implant with an epic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "midterm results after st jude medical epic porcine xenograft for aortic, mitral, and double valve replacement" was reviewed. This was a retrospective study to evaluate the results after stented porcine xenograft implantation with abbott epic valve and linx anti-calcification treatment in elderly patients at a high-volume tertiary care center. Between november 2001 and december 2017, a total of 3825 patients undergoing aortic (avr = 2441), mitral (mvr =892), or double valve (dvr = 492) replacement were evaluated. The mean age of the entire patient population was 74.76 ± 7.5 years, and 50.45% were male. The primary author is khalil jawad, md, of department of cardiac surgery, heart center, leipzig university, leipzig, germany. The corresponding email is: khalil.jawad@medizin.uni-leipzig.de.